Event description:
Additional information indicated that the patient's infection was identified as a staph infection and the patient was put on IV antibiotics. The infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, surgery intervention occurred wherein the scs system was explanted to resolve the issue.